Manufacturer narrative:
There is not enough evidence to exclude the initially attempted impella 5.5 device as an associated factor to the outcome given the delay in therapy for the decompensating patient. The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings - ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.

Event description:
The complainant reported the insertion of impella 5.5 device to a patient in postcardiotomy cardiogenic shock was unsuccessful. The patient underwent planned coronary artery bypass graft surgery (x2 vessels) and was weaned initially off bypass. However, while closing chest the patient continued to decompensate and was placed back on and off pump four times before decision made to place an intra-aortic balloon pump. The physician again attempted to wean off bypass and again the patient continued to decompensate with st changes noted on EKG. The decision was then made to place an impella 5.5 device via direct aorta approach. The 10mm graft was sewn and tunneled right supraclavicular introducer/graft locks in place. A 0.035 guidewire and al1 were used to cross aortic valve under fluoroscopy and then the guidewire was exchanged for an 0.018 guidewire. The impella wire backloaded onto impella 5.5 device and attempted to place into left ventricle; however, the device was unable to pass the anastomosis. A decision made to exchange wire. The impella was, therefore, removed and while attempting to exchange wires the device became unsterile. Another impella 5.5 device was used to support the patient. However, after approximately 14 hours, the patient expired. No further details were noted.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of delivery issue was most likely patient condition since impella wire backloaded onto impella and attempted to place into left ventricle but was unable to pass anastomosis.